Manufacturer narrative:
This supplemental is being filed to correct the count of events from 7 to 6.

Event description:
This report summarizes 6 malfunction events, where it was reported there was inadequate patient restraint.  There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 2 devices were not made available for inspection by the end user. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 7 malfunction events, where it was reported there was inadequate patient restraint. There was no patient involvement.